Manufacturer narrative:
The device has been returned, and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure in the subclavian artery using a benchmark 6f 071 delivery catheter (benchmark), a non-penumbra catheter, and a non-penumbra sheath. It was reported that the physician used radial access for the procedure. After completion of the procedure, while removing the benchmark, the benchmark fractured. The proximal portion of the benchmark was removed from the radial artery. The physician attempted to retrieve the remaining portion of the benchmark using a snare device but was unsuccessful. On (B)(6) 2026, the remaining portion of the benchmark was removed via surgical cut down using femoral access.

Manufacturer narrative:
Evaluation of the returned benchmark 6f 071 delivery catheter (benchmark) confirmed that it was fractured and revealed a non-penumbra catheter advanced through it. It was reported that the fracture occurred during removal of the benchmark after completion of the procedure. If the benchmark is retracted against resistance, damage such as stretching and a subsequent fracture may occur. Based on the reported complaint and return condition, the root cause of resistance could not be determined. Further evaluation revealed that the distal fractured segment was returned with additional fractures. This damage was likely incidental to the reported complaint and may have occurred during removal of the distal fractured segment during the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.